Event description:
A pt was implanted with a proximal humerus plate on (B)(6) 2012. Post operatively, the pt fell. It was noted the plate and screws were all intact but the bone was displaced. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a reverse total shoulder. Reportedly, the pt was non-compliant. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
This report is #2 of 10 for the same event.

Manufacturer narrative:
Previously submitted as #2 of 2. Additional information received determined this report is #2 of 10 for the same event.